Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from four and a half years to two and a half years in a span of six months. Boston scientific technical services (ts) run an analysis. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from four and a half years to two and a half years in a span of six months. Boston scientific technical services (ts) run an analysis. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. This device will be returned for further analysis. No additional adverse patient effects were reported.